Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed, de novo lesion in the left anterior descending (lad) artery. After the lesion was pre-dilated with a 2.5x12mm traveler balloon dilatation catheter (bdc), a 3.50x33mm xience xpedition drug eluting stent (des) was implanted. Post-dilatation was performed with a 3.5x15mm nc traveler bdc, after which a dissection was noted at the distal edge of the stent. A 3x15mm xience prime des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.